Event description:
It was reported that the customer had issues with calibrating the insulin pump. She attempted to press the act button while calibration but the function did not comply. Informed the customer that the calibration was accepted and just took a while to show in the calibration history. The blood glucose reading was 122 mg/dl. The customer stated that her numbers have been inaccurate; she reported that her blood glucose levels were in the 40s, 50s and 80s mg/dl range and the device was suspending insulin delivery unexpectedly. The customer declined troubleshooting for low blood glucose and requested assistance with uploading data to software system. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.